Manufacturer narrative:
The investigation was started; results will be provided in a follow up-report.

Event description:
It was reported that the device display ¿device failure¿ during use. No patient injury was reported.

Event description:
It was reported that the device display ¿device failure¿ during use. No patient injury was reported.

Manufacturer narrative:
The device was tested onsite by dräger service and the log file was provided to the manufacturer for a detailed analysis. During a functional test the device behaved as specified and no problem was found. The logged entries show that the safety software of the device detected a significant difference in expiratory and inspiratory pressure on august 4 at 20:33 and on august 5 at 11:52, and alarmed ¿device failure¿ as a result. Furthermore, the ventilation-related alarm messages "airway pressure high" and "airway pressure negative" were posted and suction maneuvers were performed around the reported time stamps. There is no indication of a technical malfunction in the log file. Based on the results of the investigation it is likely that the root cause of the event was an issue within the breathing circuit or a suction during ventilation. The device reacted as specified to a significant difference in expiratory and inspiratory pressure with accompanying visual and audible alarm messages. A pressure release of the pneumatic system as a safety measure was performed to allow for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.